Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Rapid atrial fibrillation contributed to the false detection. The patient was reported to be at home with her daughter at the time of the event. The patient's daughter reports that the patient was confused about how to handle the alarms. The response buttons were not pressed during the entire event. The patient was taken to the hospital continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor sn (B)(4): 04/2013 - reuse. Electrode belt sn (B)(4): 05/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).